Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt's daughter contacted zoll customer support to report that a treatment was delivered while in the hosp. The pt's daughter and nurses were present at the time. The pt was reportedly conscious during the event. Review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of five shocks. Nsvt contributed to the false detection. The pt reportedly attempted to press the response buttons. Review of the downloaded data indicates that the response buttons were pressed approx one minute prior to the treatment. The response buttons functioned appropriately. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor: 04/01/2008; electrode belt: 05/01/2009. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.